Event description:
A (B) (6) customer alleged that his contour link blood glucose readings had been erratic. On one occasion, he received a high reading and took insulin based on the reading. He was concerned that he may have over-medicated since his blood glucose dropped to 2.1 mmol/l (38 mg/dl). The customer did not require outside medical attention, but his wife did have to help him raise his blood glucose level. The customer did not have control solution, so troubleshooting was not possible. The customer was advised to return his test strips for eval. Replacement test strips and a new meter were sent to the customer.